Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable.

Event description:
The customer reported the sys displayed a communication fail error message and also a blackened image. No report of pt injury.